Event description:
It was reported that the actual residual volume was greater than the expected residual volume (specific values were not provided). The pump contained hydromorphone 15 mg/ml, 10.5 mg/day, and bupivacaine 10 mg/ml. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2006, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).